Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced pain in her pelvic area and at the lead site. Her stimulation also felt too strong. The pt also experienced a shocking or jolting sensation when she bent over, which occurred (B)(6) prior to report. The pt's status was unk. Add'l info has been requested but was not available as of the date of this report. Refer to MFR report # 3004209178-2011-06358.